Event description:
It was reported that during a low anterior resection, the device cut did not staple. The nurse was unable to reload the device. Unk how the case was completed. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.